Event description:
As reported (B)(6) 2014, a female pt of unk age presented for an endovenous laser procedure. At the start of the procedure, an ultrasound probe from an unk manufacturer was being used by the medical facility's employees when an electrical shock occurred between the ultrasound probe and the tumescent pump. The employee that was handling the devices experienced an electrical shock and was taken to the emergency room for eval. The pt was unaffected by the event. It was reported the tumescent pump is not available for return to the manufacturer for eval.

Manufacturer narrative:
The reported tumescent infusion pump is not available for return to the manufacturer for a device eval as the customer has determined to retain it. The firm is attempting to obtain additional info in regards to the event and the affected employee's well-being. An investigation into the root cause for the product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the hardware service records for the customer's tumescent infusion pump (s/n (B)(4)) noted no issues. (B)(4).